Event description:
Additionally, healthcare professional reported baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases, wear/abrasion, and total delamination of the valve. A leak test and microscopic analysis was performed which identified total delamination of valve. Based on the device analysis the final assessment was total delamination of valve assessed as adhesive failure.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Additionally, healthcare professional reported baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device remains implanted.